Event description:
The complaint/event involved a 44 cm (17") pur ext set w/clave® spike, 0.2 m filter and bcv mll. Particles were reported in an infusion bag using pembrolizumab (from foreign distributor servier bulgaria) in nacl 0.9% 100 ml infusion during a clinical study. The particles formed upon time of dilution of the concentrated pembrolizumab into a saline infusion bag. Infusion was prepared a second time with new pembro vials, whereby particles were observed again. Infusion was prepared a third time, this time with syringe and needle and no particles observed. No serious injury/death, no blood loss, no unprotected chemo exposure. No adverse operator consequences. No med/surg intervention required. The device was changed out/replaced with no further problems encountered. The involved patient was not harmed, there was only delay of therapy and infusion bag with particles was not dispensed nor administered.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Manufacturer narrative:
The complaint of particulate matter on item 011-h2862 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.